Event description:
During a hemiorrhoidectomy, the pph stapler was used as indicated; waited three minutes before and after firing it. Upon opening and removing the stapler, there were unformed staples and a disruption of the staple line in the mucosa. The procedure was completed by hand-sewing the tissue, which extended the length of the procedure. The case took 3 1/2 hours to complete. The pt was released from the hospital the same day.